Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of lo results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 134-143mg/dl. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 134mg/dl and 143mg/dl fasting. Reviewed meter memory: 1: 177mg/dl (B)(6) 2014 11:40:00 am fasting:no. 2: 170mg/dl (B)(6) 2014 11:30:00 am fasting:no. 3: 163mg/dl (B)(6) 2014 11:26:00 am fasting:no. 4: lo (B)(6) 2014 11:25:00 am fasting:no. 5: 119mg/dl (B)(6) 2014 07:59:00 am fasting:yes. Customers concern:lo. Date and time of the meter was not set with correct dates. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 134-143mg/dl. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the kitchen and were first opened 09/01/2015. Customer performed back to back blood test 134mg/dl and 143mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:lo. Date and time of the meter was not set with correct dates. No adverse event reported.